Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing and eccentric were worn out and defective. It was further determined that the tuning fork was broken. It was also determined that the device failed for oscillation frequency (min 11'700 -14'700 osc/min) and performance assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the oscillating saw attachment device had worn out and defective bearing and eccentric and a broken tuning fork. It was further determined that the device failed pretes on check oscillation frequency. Min 11'700 -14'700 osc/min and check performance. It was noted on the service order that the device was hot and set out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.